Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the power dropping out when connected to the charger and download tool. A receiver boot test was performed and passed. Functional tests were not performed due to the power dropping out when connected to the charger and download tool. An internal visual inspection was performed and failed due to missing damaged components, the pcba component was damaged and burnt. Pictures were taken. The receiver log was not downloaded and reviewed due to the power dropping out when connected to the charger and download tool. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.